Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Customer reported a peripherally inserted central catheter (PICC) was placed and broke and removed. There was no patient injury. The product is available for return.